Manufacturer narrative:
The field service engineer (fse) evaluated the analyzer and replaced the substrate syringe, which resolved the issue. The analyzer was operational. There was no further action required by fse.

Event description:
This report summarizes <noe> 1 </noe> malfunction event on the aia-360 analyzer. The review of event indicated that the aia-360 analyzer experienced syringe error messages, which caused delayed reporting of critical patient results. This report was received from one source. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. This event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to the public health.

Manufacturer narrative:
Device evaluation: h6. The substrate syringe unit was returned to tosoh instrument service center for investigation. A visual inspection revealed no shipping damage. Functional testing was performed, which confirmed a faulty motor. The probable cause of the issue is due to a faulty substrate syringe assembly motor.